Manufacturer narrative:
(B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported that during a drug eluting stenting procedure, a stent dislodgement occurred. The lesion was located in the moderately tortuous and severely calcified right ostial coronary artery. The physician was advancing the 3.50x38mm taxus liberte stent through the descending thoracic aorta when the stent dislodged from the balloon. The physician attempted to retrieve the stent using the "lasso" method, but was unsuccessful. The patient was transferred to interventional radiology for stent ablation. The stent migrated in to a small bifurcation of the internal iliac artery and was unable to be removed. The procedure was completed with more pre-dilation of the lesion and the deployment of three shorter unspecified stents. Patient's status is reported as "good".